Event description:
Hi, I experienced an eye burn due to mistaking clear care for saline solution. A quick rundown of what is obviously a common and painful mistake that can happen a number of ways: I was staying with a friend. Her boyfriend wears contacts and so do I. I was staying with them and ran out of my saline solution - and so asked her, do you have any saline solution, and she handed me her boyfriend's bottle of clear care, since it was handed to me as such (and there would be no reason for her to think it was not saline solution). I used it as such and have already been to see my eye doctor. I will be putting drops in my eyes all week but now the numbing drop has worn off (after one hour of minor relief) the pain and burning and scratching is constant even while being treated. I know you know how horrendous this is and how easily it could be solved. The red band containing the warning is not eye-catching, pardon the pun. It looks like a design element and even in the first paragraph of use it says something about soaking for six hours when it should say don't put this in your eye all over the place. Again, sorry I know you're already way ahead of the game on this. I was writing to know if there was anywhere I could formally lodge my complaint in such a way as to help your efforts to get this company to both change its packaging and labelling entirely. If there is, I would be happy to send in a formal report of what happened and be counted. I can also send my doctor's report as confirmation. Thank you for what you are doing. Medication not administered to or used by the patient. Relevant materials not provided. (B)(4).